Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens, and it tore. The lens was removed without any pt injury and the backup lens was implanted. The reporter stated the incident was due to a user's error.

Manufacturer narrative:
(B) (4). (B) (4).